Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient that the patient contracted peritonitis for which the patient was subsequently admitted to the hospital. A peritoneal dialysis nurse later specified that the infection was a yeast infection, although the specific organism was not reported. The infection was believed to have been tracked down the catheter. The patient was treated with vancomycin and fortaz while admitted. The patient has since recovered, and is doing well. Medical records pertinent to the incident were requested, but are not available for review.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.